Event description:
It was reported that signal loss over one hour occurred. It was indicated the patient started their transmitter past the 'use by' date, which is misuse of the device. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
The endoscopy support specialist (ess) visited the site to provide a reprocessing in-service for the oer-pro and scopes. All of the endoscopy staff at the site were advised of the proper way to care for and reprocess the scopes in accordance with the ifus in order to avoid acquired infections to the patients. The investigation is ongoing, a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the mismanagement of disinfectant replacement likely occurred because the user did not read the instructions for use thoroughly. The scope, reprocessor and acecide instructions for use warn against insufficient reprocessing and or disinfectant replacement: - ¿an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." - 6.4 setting the disinfectant solution counter: "note on the disinfectant solution counter function". - "reuse period up to 5 days". Olympus will continue to monitor field performance for this device.